Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), high right ventricular (rv) lead impedance via transmission data was noted. Revision to replace setscrew in ipg header was performed. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.